Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. There were telemetry issues. The manufacturer's representative was unable to communicate with the clinician programmer. The manufacturer's representative noted the patient may have gotten three overdischarges. The last charge and last physician mode recharge (pmr) was performed about six months prior to (B)(6) 2012. Later, it was confirmed that the battery was overdischarged. This was the second overdischarge. These were caused by patient non-compliance to keep the battery charged a trickle charge was performed and the patient was instructed to keep the battery charging for the new few days, and then call the manufacturer's representative for follow-up. The manufacturer's representative had not heard from the patient since (B)(6) 2012. On (B)(6) 2015, the patient was called. The patient stated the first implant ¿did not work¿ and his insurance got billed for a replacement. The patient noted the first device ¿just did not work.¿

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).